Event description:
Patient reported obtaining a blood glucose result of > 200 mg/dl on the advantage system. Patient stated that, at the time the result was obtained, she felt dizzy and thought she might lose consciousness. Patient's physician advised her to seek treatment at the hospital. Upon arrival at the hospital, patient's blood glucose was tested on a lab instrument with a result of 67 mg/dl. Patient immediately retested blood glucose on the advantage system and obtained a result of 281 mg/dl. Patient was treated with milk, crackers, and peanut butter. Patient stated that she was subsequently admitted to the hospital where she remained for 3 days. Patient did not provide any additional details of treatment received while hospitalized. Patient did not provide the location where she began exhibiting hypoglycemic symptoms. The test strips that patient was using at the time of the even had been stored outside of the test vial. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.